Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the patient¿s battery was in overdischarge. A battery replacement was planned and the patient was meeting with their physician on (B)(6).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient states the end of nov or early dec they tried charging and couldn't so they met with the mdt rep and described what seemed to be an attempt to jump start the ins but states it was unsuccessful. Caller states "it wasn't working at all" and the rep tried charging it and couldn't so they said they should probably get the ins replaced. They stated that the rep said they would get back to them with plans to find a new hcp and move forward with an ins replacement but they have not heard back from anyone. Caller is upset that no one has reached out and she is in pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pain stimulator has not worked in quite a while. They noted that they were evacuated from their home, and they think they are missing some external components. The patient stated that they will call back when they are back home and can determine what equipment they need. No further complications or patient symptoms were reported or anticipated. Additional information was received from the patient. It was reported that due to being displaced from their home since thanksgiving day and having to move several times, they did not know where all their equipment was nor what exactly was missing. Until they can get back in their apartment, they stated they wouldn't be able to do anything. No further complications were reported or anticipated. Additional information was received from the patient and it was reported that the patient is back at their home and found everything that was missing. They requested an appointment with a manufacturing representative (rep). No further complications were reported or anticip ated. Additional information was received from the patient. It was reported that the device was having trouble connecting to the ins. The patient said they were going to keep getting it to connect so they can charge. No further complications were reported. Additional information was received from a patient. It was reported that the patient found the charger and all. The patient does not have the device working yet. Patient has had rotator cuff surgery, pneumonia and other medical problems that caused the patient to be hospitalized for overnight and the next day. Patient is having an epidural on the 21st. Patient sure hope it helps. Additional information was received from the patient. Pt states she can't get her stimulator to connect to anything and is now in severe pain because it is not working. Patient states she noticed this a few weeks ago. Patient states her hcp is aware of this. Patient states her last successful recharge of her ins has been at least 6 months ago. The patient was instructed to attempt to connect with insr which is showing reposition antenna and pp which is showing poor communication. Patient initially stated pp was not powering up but was resolved with changing to new batteries. Pt mentioned she has a rotator cuff injury as well but confirmed it's not related to device or therapy. Patient has an appointment with hcp (B)(6) 2020. Additional information was received from the rep and it was reported that the rep has tried 3 physician recharge mode(prm), however she is still getting communication error when she tries to recharge the implant. The patient last recharged the implant about a year ago, and she tried without success to recharge a few months ago. It was reviewed that since the patient still can't recharge, then the implant is not out of the alleged overdischarge state. The rep will need to do more prm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the battery was dead as a door knob. Patient stated their hcp put a new battery in (B)(6) 2021. Issue has been resolved. Patient stated they still have a little pain but it was incision. Patient stated they go back on the (B)(6).